Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The insertion portion was severed. The loop and the hook were caught in the coil sheath. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; do not try to forcibly remove the loop if it becomes caught on the distal end of the coil sheath. Forcible removal of the loop could cause patient injury such as punctures, hemorrhages or mucous membrane damage. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
During an unspecified procedure, the subject device was used. The loop of the subject device could not be released. There was no patient injury reported. On november 9, 2018, olympus medical systems corp. (Omsc) found the insertion portion of the loop was severed. The loop and the hook were caught in the coil sheath.